Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device displayed an e5 error and then shutdown. It is known that the device was not used during surgery. It is unk whether pt or user injury occurred. There was no add'l info provided.